Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact on the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to report back if the issue arose again, and the caller acknowledged and understood these instructions.